Event description:
Complaint received from the competent authority of australia (tga), reference number (B)(4) reports: "wire caught in needle on removal and catheter breakage. Patient outcome/consequences: nil foreign body found on surgical exploration. Puncture site identified without additional vessel damage."

Manufacturer narrative:
(B)(4).

Event description:
Complaint received from the competent authority of australia (tga), reference number (B)(4) reports: "wire caught in needle on removal and catheter breakage. Patient outcome/consequences: nil foreign body found on surgical exploration. Puncture site identified without additional vessel damage."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.